Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was triaged in the sicu and was externally shocked which was unrelated to the device function. After that it was noted that the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced. The patient was in stable condition post surgery.